Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient stated that upon insertion of the sensor wire, it was poking out of the sensor pod and was present both above and below the sensor patch adhesive. At the time of contact, no injury or medical intervention was reported.